Manufacturer narrative:
The instrument has been received for evaluation. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the mega needle driver instrument wire was noted to be broken during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idler pulley. The idler pulley spun freely and did not exhibit damage. The cable segment measuring approximately .595 stuck out at the wrist. The cable may have broke under tensile loading. The other cables at the wrist were undamaged. The cable wear on the pulleys combined with high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to the breakage. No other damage was found.